Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process with multiple cartridges. Reportedly, the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 456 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2026 with no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy.